Event description:
It was reported to technical services on 11 /14/12 that this ra lead will be revised. Episode of mode switching with noise on the atrial egm and shock egm. Atrial measurements are good at: imp 300-400, 0.6 threshold, although p-waves are relatively small, some measured down to 0.8mv. Could this be something in the header? Why noise on shock egm along with atrial egm? Could be that there is an issue near the can on the atrial lead, and muscle noise is being seen on both egms. Caller believes that dr will remove the can, remove the atrial lead and re-seat making sure terminal pin extends beyond the header and set screw is tight. Will preform all lead diagnostics and isometrics after re-seating the terminal pin. Rep calling back and is seeing noise on atrial and shock channel with isometrics. Discussed that noise on the shock channel is normal with isometrics due to the single vector over the left pectoral muscle. Rep reporting that all diagnostics are stable and thresholds are 0.6mv. Discussed options to change sensitivity to prevent the sensing of the myopotential or to revise the lead to another location of the ra. Discussed if sensitivities are changed to make sure p-waves are big enough to sense. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).